Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital hemorrhage ('heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital hemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("bad periods"), headache ("headache"), mucosal discolouration ("brown mucus turned black"), arthralgia ("joint pain"), gastrointestinal disorder ("bowel issues"), malaise ("feeling sick") and blepharospasm ("eyelid twitching"). The patient was treated with surgery (medical device removal). Essure was removed on (B)(6) 2015. At the time of the report, the genital hemorrhage, menstrual disorder, headache, mucosal discolouration, arthralgia, gastrointestinal disorder and malaise outcome was unknown. The reporter considered arthralgia, blepharospasm, gastrointestinal disorder, genital hemorrhage, headache, malaise, menstrual disorder and mucosal discolouration to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: pfs received. New event eyelid twitching was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("bad periods"), headache ("headache"), mucosal discolouration ("brown mucus turned black"), arthralgia ("joint pain"), gastrointestinal disorder ("bowel issues"), malaise ("feeling sick") and blepharospasm ("eyelid twitching") and was found to have weight decreased ("weight lost"). The patient was treated with surgery (medical device removal). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, menstrual disorder, headache, mucosal discolouration, arthralgia, gastrointestinal disorder, malaise and weight decreased outcome was unknown. The reporter considered arthralgia, blepharospasm, gastrointestinal disorder, genital haemorrhage, headache, malaise, menstrual disorder, mucosal discolouration and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received : new event added (weight lost) and new reporter added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("bad periods"), headache ("headache"), mucosal discolouration ("brown mucus turned black"), arthralgia ("joint pain"), gastrointestinal disorder ("bowel issues") and malaise ("feeling sick"). The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the genital haemorrhage, menstrual disorder, headache, mucosal discolouration, arthralgia, gastrointestinal disorder and malaise outcome was unknown. The reporter considered arthralgia, gastrointestinal disorder, genital haemorrhage, headache, malaise, menstrual disorder and mucosal discolouration to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Case became incident. Essure removal reported. Event bad periods was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.